Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have had lip dermatitis for months for which they had to take medication for and receding gums for over a year. They required 3 visits for cleaning for the recession. They stopped wearing the aligners for two weeks and their gums feel better, no pain and the dermatitis is finally going away. Requesting diagnostic findings letter to confirm aligners caused lip dermatitis and gum recession.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.